Event description:
It was reported by service report that the male side of the cable extenders were broken, causing the foot board to lose functionality. It is unk if there was pt involvement or if there were adverse consequences to report.